Event description:
Device did not click, surgeon had on blood vessel and was unable to compress blood vessel. Changed device and no other issues noted, the device clicked and was able to compress blood vessel.======================manufacturer response for ace36e, harmonic (per site reporter).======================rep will pickup device.what was the original intended procedure?primary procedure: laparoscopic supracervical hysterectomy.device #1is this a laboratory device or laboratory test?no.